Event description:
It was reported that a non-preloaded monofocal lens was explanted due to visual disturbances two months after implantation. The lens was removed and replaced during a secondary surgical procedure with a non-johnson & johnson (j&j) intraocular lens (iol). The patient fully recovered, and there were no unplanned incisions, sutures, or vitrectomy involved. No further information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: feb 03,2025 section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and presented with cosmetic scratches. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.